Event description:
The customer obtained imprecise vitros phbr quality control results while using the vitros 5,1 fs chemistry system. A value of 42.73 mg/ml was obtained from the vitros tdm pv iii fluid versus the expected value of 56.33 mg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phbr during the time frame of this event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained while using the vitros 5,1 fs chemistry system. Results of within-run precision testing did not identify a specific instrument issue. However, the customer has an alternate vitros 5,1 fs chemistry system that demonstrates acceptable quality control performance using the same reagents and control fluids. Multiple vitros phbr reagent lots demonstrate imprecision, and the issue appears to be isolated to a single vitros 5,1 fs chemistry system. Therefore, the most likely cause of this event is instrument related. An ocd fe performed multiple service actions, including parts replacement and adjustments within the incubator and immunowash subsystems. However, the observed imprecision has not been resolved as of the date of this report, and the investigation is ongoing. A definitive root cause has not been identified, however, this event is most likely instrument related.